Event description:
It was reported that during a laparoscopic appendectomy procedure, the distal tip of the instrument had fractured off and was most likely in the patient's abdomen. A physical search and x-ray were conducted, but the blade could not be located. Another like device was used to complete the procedure.